Event description:
It is reported that the patient was revised due to a pre-op diagnosis of possible tibial loosening. The femoral component was also revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.